Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a transport of a pediatric patient (age & gender unknown), the device displayed "runtime calibration failure-1051" message. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the autocal valve on the smart pneumatic module was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.